Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus a during an esophageal fistula closure endoscopy procedure performed on (B)(6) 2022. During the procedure, when the clip was introduced for placement, the physician was looking for a location to position the clip, and the clip came off the catheter hanging but still attached, before it was able to be closed onto tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip premature deployment in the esophagus. Block a1: (B)(6) patient ID.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus a during an esophageal fistula closure endoscopy procedure performed on (B)(6) 2022 . During the procedure, when the clip was introduced for placement, the physician was looking for a location to position the clip, and the clip came off the catheter hanging but still attached, before it was able to be closed onto tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip premature deployment in the esophagus. Block a1 irz 6793512 patient ID. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and it was found that the device was returned with the clip assembly attached and without any evidence of detachment. Also, the customer provided a picture where it was possible to observe the clip assembly detached from the bushing but attached to the control wire. No problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned with the clip assembly and without any evidence of detachment. Additionally, it is important to take in consideration that during the product analysis, the bushing was inspected under microscope to try to find any problem on it, however, the high magnification inspection showed that this component did not have damages. Additionally, during product analysis was observed that the dimensions between the hooks of the bushing were within specification. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.